Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and informed the customer about using multiple daily injections as a backup therapy. The customer was advised on the procedure for receiving the replacement pump, returning the faulty one, and acknowledged understanding all instructions provided.